Event description:
In 2008, the pt reported her insulin infusion device displayed an e2 (battery depleted) message without first displaying an a2 (low battery) alert. She said after changing her insulin cartridge and priming she placed her device in run and it displayed an e3 error. She replaced the battery with a different one from a new package and immediately the a2 alert displayed, she again replaced the battery with a new one and the device displayed an e8 (power interrupt) message. The pt was advised to switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not required assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.